Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had their implant battery (97714) replaced because the implant was not functioning the way the implant should and their hand and arm shake came back; pt said they used the device for their hand and arm shake. Pss documenting past event that was reported by the pt on the call. See case # (B)(4) for the report of implant charging frequency and pain on left side by spinal cord.